Manufacturer narrative:
Product event summary: it was reported that the patient experienced a critical battery alarm. The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the battery's manufacturing records confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 4% rsoc. This observation is indicative of a battery malfunction. Failure analysis of the returned battery revealed that the device passed visual examination but failed functional testing due to faulty cell pair. The faulty cell finding most likely contributed to the critical battery alarm. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced a critical battery alarm when a battery which was displaying three bars of charge suddenly dropped to one bar. The battery was exchanged. No patient complications have been reported as a result of this event.